Event description:
Bilateral knee-high sleeves were applied to lower extremities upon arrival in the or. These were attached to the intermittent pneumatic compression device. Two hours into the surgery, the device alarmed indicating inadequate pressure or kinked hoses. The device was checked. No problem with hoses could be detected. Alarm continued to sound. Device was replaced. Original device tagged and sent for repair.